Event description:
The rotation locking clip on the offset cup impactor cracked.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6) reports the rotation locking clip on the offset cup impactor cracked. Conclusion and justification status: the complaint states leeds the rotation locking clip on the offset cup impactor cracked. The investigation confirmed that the locking catch of the angled acet inserter had broken off. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).